Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing device used in finger-stick blood glucose testing protruded outside the end of the dial cap after use. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.